Manufacturer narrative:
Other applicable components are: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (50 mg/ml at 27.977 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 it was reported that for a few weeks the patient had woken up with withdrawal symptoms; legs were shaking, heart was racing, and blood pressure went up. The patient called the hcp (healthcare professional) yesterday ((B)(6) 2016) regarding this and ¿feels she may end up dying if they don¿t take her seriously¿. The patient stated she ¿just knows what it going on¿ and stated she ¿is (B)(6) years old and her heart can¿t take anymore¿. The patient was concerned about the catheter. The patient had updated her hcp and they thought it was an anxiety issue with the patient. The patient was told to contact her family physician to get something for anxiety. The patient felt that she couldn¿t control it and stated that she shook so hard she just about came off the floor. Per the patient, her pump was in a recall and her catheter had not been changed since the first pump was implanted on (B)(6) 1998.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.